Manufacturer narrative:
Batch review performed on 6 november 2019: lot 156463: 77 items manufactured and released on 24-feb-2016. Expiration date: 2021-02-06. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Additional implant involved: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 160544. Batch review performed on 6 november 2019: lot 160544: 85 items manufactured and released on 19-apr-2016. Expiration date: 2021-04-07. No anomalies found related to the problem. To date, 78 items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed 3 years and 4 months after the primary due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and insert. The surgery was completed successfully.